Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported meter displayed an e-1 (blood glucose is extremely low or strips are compromised) error message when he was attempting to test; thought it indicated his blood glucose level was high so he took insulin to bring it down (how much and type is unknown). Caller was found unconscious by his mother; treat with a sugary drink and candy. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Investigation of the returned meter and strips indicated that the e1 error the customer received was the result of testing with strips that had been compromised by exposure to environmental conditions by the customer.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.